Event description:
Event description guidant received information that this pacemaker, which is part of an advisory regarding the c2 capacitor component, exhibited no sensing or the ability to obtain impedance measurements with the leads attached. Once the leads were removed, the device still was unable to produce any measurements. The device was then removed from the implant procedure and replaced with a new device. No adverse patient effects were reported.